Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 4:25pm. She tested on the subject meter and observed a value of "540 mg/dl" which she felt was too high as compared to another vial of strips she was using. No values were reported for test performed with those strips. The patient manages her diabetes with apidra insulin and she reportedly continued with her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms and stated she took 2 additional units of apidra at approximately 5:25pm on that same day. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition. A control solution test was performed and it fell within the range. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because a secondary issue was found on the meter during product analysis investigation.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the primary complaint was not confirmed. The test strips were tested on (B)(4) 2013 and also passed all testing. However, a secondary issue was found with the meter during investigation; the meter was found to have a processor failure - 'processor u5' was defective.